Event description:
Per the clinic, the patient experienced intermittencies and poor performance with the device use. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and re-implant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Manufacturer narrative:
It was also reported that, the patient experienced poor sound quality with the device use and open circuits were also noted on nineteen electrodes. The device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.